Manufacturer narrative:
On 03/11/2019, mentor received additional information about the event. The patient¿s race is white and her ethnicity is not hispanic/latino. On 03/12/2019, the mentor product analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/08/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. Yellow material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm within an area of siltex cracking on the posterior aspect. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. No other anomalies were discovered. At this point it is not possible to determine the root cause of the yellow material found on the device. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Spontaneous deflation of the right breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 275cc saline breast prostheses on (B)(6) 2019.